Manufacturer narrative:
(B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during an uphold mesh placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, upon deployment of the device, the dart detached from the suture which made it unable to be inserted in the patient. They then opened an additional suture to ¿fix the mesh¿ and complete the procedure. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.